Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had history anomaly. Customer's blood glucose at time of incident was 389 mg/dl. The customer stated she was not able to scroll through her alarm history. The customer stated that everything else was able to scroll through just fine except history. The customer confirm there was a scroll bar with the majority of it being blank indicating customer have more than three alarms. The customer call got disconnected and tried to call back but no answer.